Event description:
Report rec'd from abbott international affiliate (abbott canada) that states: "the catheter was kinked (blocked) and the solution (naci) came out of the y-site (injection site) and spilled all over the pt in the bed. The pump did not alarm for occlusion". A query of the international affiliate yielded the following add'l info: "an antibiotic was being administered via the y-site every 6 hrs to a pediatric pt. The entire tubing needed to be replaced as a result of the incident and the child needed to be poked again. The new tubing was functioning appropriately. The pump did not alarm occlusion as a result of the backup of fluid." No further info was available.